Event description:
When I was 15 years old in 1978 I had a testicular silicone implant surgery. I have had many curious symptoms through the years, but by (B)(6) 2017 I became severely ill with what I have discovered as silicone poisoning or breast implant illness all the same symptoms. I am now on permanent disability as a result I had the implant explant in (B)(6) 2019 at (B)(6). I still have the implant and it was clearly leaking. Far too many lab test and diagnosis/misdiagnoses to mention. I do have all medical records over the past five years. Make that seven years.